Event description:
During surgery, doctor asked for a endostitch with surgidac suture. Tech noted that the needle was broken when doctor passed back the endostitch. The needle is half-missing. Doctor made aware. X-ray was taken and radiologist read the result.an x-ray was taken and the needle located, however, it was up in the chest area and would require an open procedure to retrieve. The surgeon determined that it was not in the patient's best interest to perform such a procedure to retrieve, as the needle itself would not cause harm. So, the medical decision was to leave in the needle. This was done while still in the or and according to our policies.patient was informaed and discharged without further issue. He will be followed by md.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.